Event description:
I have been using the philips respironic device. I have recurrent headaches, new hypersensitivity inflammatory joint disease, and recurrent sinus infections. Please advise. FDA safety report ID # (B)(4).